Event description:
A pt reported they were experiencing a malfunction with the ot basic enhanced meter. The pt's meter allegedly was taking too long to count down and provide readings. The result on the pt's meter was unk. There was no comparison reported. Treatment was IV glucose, food beverage. No further info has been reported.